Event description:
Information was received indicating that a smiths medical cadd cassette reservoir apparently was cracked. The patient missed all the remodulin with diluent in the cassette. The medication did leak and the patient lost all her medication in the cassette. The patient's daughter prepared another cassette for infusion. It was also reported that the patient was experiencing a loss of appetite, vomiting, dizziness, swelling in both legs and pain all over the body. The start date of the symptoms is unknown. The patient had a backup device and the patient was able to switch and successfully continued the life sustaining infusion. The affected cassette was discarded. The product issue did not cause or contribute to patient or clinical injury.